Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high/unstable/undefined impedances. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that there was a connector pin observation. Visual analysis of the lead indicated damage at implant. The analyst noted it is likely that there was lack of connection from the lead to the device because visual inspection of the connector pin for set screw marks, and there was no set screw marks on pin. If information is provided in the future, a supplemental report will be issued.